Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and it noted under the caution section that "use of luer lock connection is recommended. If luer slip connection is used, insert into one?link connector using a firm push and twist motion." It also stated under the directions section; for each access, firmly push male luer of syringe or administration set directly against one link connector's luer activated surface and rotate until connection is secure. The direction insert was found to be sufficient in providing information concerning luer connections prior to use. During an on-site customer visit, the customer informed that the syringe was not lured on completely, thus creating a leak. Therefore, the root cause of this condition is use error.

Event description:
The customer reported to baxter (B)(4) one (1) one-link needlefree IV connector that was leaking at the luer lock during patient infusion. There was no medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. A batch review could not be performed as the lot number of this device is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.